Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a battery alarm. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The repair of the device has not been completed. Although requested, the serial number of the ventilator was not provided therefore the device manufacture date is unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: the service engineer (se) inspected the device and verified the reported issue. The se replaced the battery pack. The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to medtronic¿s failure analysis laboratory. A visual inspection was performed and no anomalies were observed. An investigation was performed and the reported issue was duplicated. The root cause of the reported issue was isolated to firmware incorrectly loaded during the manufacturing process by the vendor.